Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The loading device was not returned with the delivery device. The delivery device was returned with the tension spring assembly and seal inside the delivery tube. The seal was partially extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The seal was removed from the delivery tube and a microscopic evaluation was conducted the seal was observed cracked at the outer coil. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported complaint ¿failure to deploy¿ and the analyzed failure "cracked seal" were confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal would not deploy. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal would not deploy. The hospital did not report any patient effects.